Event description:
Healthcare professional reported "deflation left implant." Device remains implanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "deflation left implant." Device was explanted. Left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening crack on valve seat diaphragm valve and crease flat leak test and microscopic analysis was performed which identified: opening crack on valve seat diaphragm valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
The device has been explanted.